Event description:
It was reported that the patient presented for a remote follow up via merlin.net with a right ventricular lead that exhibited over-sensed noise. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.